Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced on (B)(6) 2010 without complication 1 month after the initial implant. The cause of the iol explant was undesired refractive outcome. The lens was replaced with the same model lens, one diopter higher power.

Manufacturer narrative:
The intraocular lens was discarded at the surgery site and not returned to the manufacturer for analysis. The initial implant was replaced with the same model of a higher diopter. Manufacturing records were reviewed and showed no deviations. A review of complaint records revealed that no additional complaints from this lot were received. Based on our investigation and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive but not thought to be related to the iol. Lens not received for analysis.